Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article that the riata leads were extracted due to infection. Further information was unable to be requested at this time.

Manufacturer narrative:
Correction - - the reporter country should have been canada and was submitted in error as united states. Correction - and PMA number updated which was missed in initial report. Correction - please retract this report 2938836-2019-04668, the same issue was previously reported as 2017865-2019-05545.